Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2019-12240. It was reported that the patient's leads had migrated. As a result, the patient's leads were explanted and replaced on (B)(6) 2019. Therapy was restored following the procedure.